Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices intended to be implanted were reviewed (1405-1408, 1405-1409, and 1405-4051) and no issues were identified during the manufacture, sterilization and release of the device that could have contributed to the problem reported. Based on the information provided, all hardware was removed in a revision surgery due to a suspected infection. Upon hardware removal, no malfunction was found with any tmc hardware however it was loose within the bone. The physician indicated the patient had soft bone and there was delayed healing with visible signs of infection at the incision site, however testing confirmed there was no infection of the bone. Although a number of factors could have contributed to the problem reported, the most likely cause cannot be determined based on the available information. However, no malfunctions have been alleged/found with any tmc hardware nor was it a determining factor for performing the revision. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery was completed on (B)(6) 2018 all hardware was removed in a revision surgery on (B)(6) 2018 due to a suspected infection of the incision site. Upon hardware removal, no malfunction was found with any tmc hardware however it was loose within the bone due to the patient's bone quality. The patient was revised with non-tmc hardware.